Event description:
It was reported that patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) had high shock lead impedance measurements measuring 125 ohms during the initial implant. Defibrillation threshold (dft) testing was performed, and an 81 joule shock was given however, didn't convert. The device had to be re-positioned intramuscular and impedances are now measuring 80 ohms. At this time, the system remains in service. No additional adverse patient effects were reported.